Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. The internal battery was replaced to address the battery issue. Review of the device data logs revealed an error message (sf218) related to a main board error, however, performance testing could not reproduce the sf218. Therefore, the root cause is unable to be determined. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery error message was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.